Manufacturer narrative:
This supplemental report is to correct the entire initial report. The wrong report was accidentally submitted under (B)(4). This supplemental report is the correct report that accurately reflects the events that took place. The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that during fifth surgery the vision got lost. It was found that objective lens detached from tip. The procedure abandoned.

Manufacturer narrative:
New information was provided that alters the reportability of this event from reportable to non-reportable. No event (timeframe: between 2021-09-30 and 2023-11-16) that could be considered as similar to this one and caused or contributed to a death or serious injury could be found. In conclusion, the risk for serious deterioration in state of health is negligible. Thus, a report is not required. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
More detailed information received: the lens was out but attached to the scope. The procedure was completed successfully with prolongation of 5-6min.